Event description:
It was reported that during a surgical procedure at the user facility the device got hot. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device got hot. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. It was reported that during equipment testing conducted by a manufacturer service technician upon receipt, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the event of the bent duraguard was confirmed, and excessive side load was identified as a potential cause of the event. The event of heat was also confirmed, and degradation of the device was identified as a potential cause of the reported event. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Manufacturer narrative:
Device not yet received, device will be evaluated upon receipt.